Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were unable to confirm the issue initially while using their own test balloon and found that of the two balloons used for training, one had a leak, and another needed a different type of extender. The fse returned on a later date to complete pm and the unit passed all functional and safety tests.

Event description:
It was reported that during in house training, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure alarm. There was no patient involvement reported.